Manufacturer narrative:
No device evaluation is available as of yet, but the investigation is ongoing. If additional information becomes available prior to the investigation conclusion, a supplemental report will be provided.

Event description:
The customer reported that the gray connector of the olympus endoscope reprocessor was broken. As this event was with a reprocessing device, there was no patient contact or impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements relating to inspecting the connectors: ¿check the following for each connector: the connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ based on the information provided as well as the results of the investigation, it is believed that applied stress caused the reported event to occur. If the user applied stress to the connector toward the loosening direction, the stress would accumulate, eventually causing the connector to break. It is also possible that the connector may have been hit by something hard enough to break it. Olympus will continue to monitor the field performance of this device.